Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 307 mg/dl. The customer's current blood glucose was 280 mg/dl. The customer's blood glucose when admitted to hospital was 321 mg/dl. The customer experienced symptoms such as nausea and ketones. The customer also states her blood sugars have been high above 200mg/dl. The customer was treated with first with the pump and since last night she has been using insulin injections. The customer is still in the hospital. The customer was off the pump prior to hospitalization for less than 48 hours. The customer did not finish troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.